Event description:
The customer reported oil mist exposure with sterrad 100s. Unit was traded in and customer no longer has info regarding it. The customer did not know haze was in the room. The customer called technician who came and replaced oil mist filter. The customer has not had any re-occurrences. The asp customer care reviewed the oil mist letter and sent add'l copy with msds to customer. The customer did not respond to asp's attempts in retrieving more info.

Manufacturer narrative:
(Other, oil mist) - labeled. Other - capital equipment, evaluated at customer site. The customer reported that he called a technician who came and replaced oil mist filter. The customer has not had any re-occurrences. Unit has been traded in and customer no longer has info regarding it. Conclusion: other - customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.